Manufacturer narrative:
This lead was planned to be returned. Should the lead be returned, analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the implant of this lead after fixating the lead into the heart the pace impedance measurements were high and out of range. The lead position was changed, but the same issue was seen. A new lead was used. This lead was planned to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this lead after fixating the lead into the heart the pace impedance measurements were high and out of range. The lead position was changed, but the same issue was seen. A new lead was used. This lead was returned. No adverse patient effects were reported.